Manufacturer narrative:
A ge representative evaluated the system and performed a clean system software reload. Performed cine drive reformat. Verified image save and recall function. Verified cine save and playback function. Verified system boot and fluoro function. System operates as intended.

Event description:
Reported losing case images and cine runs. System displayed corrupt imaged detected and will be deleted. Problem occurred during a left arm de-clot procedure. Case was completed without delay. There was patient involvement. No patient injury reported.